Manufacturer narrative:
A broken force sensor alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on pcb1. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 178 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.